Manufacturer narrative:
Additional information revealed that the ipg had reached its normal end of life, indicating there was no allegation against the device.

Event description:
Additional information revealed that the ipg had reached its normal end of life, indicating there was no allegation against the device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.